Manufacturer narrative:
E1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer complaint was confirmed. The device powered on with error code 1840 due to an unknown cause. The main board was replaced in order to address this issue. The device passed all testing following repair.

Event description:
It was reported that pump was not working at all and was making weird and low noises. There was no reported patient involvement.